Manufacturer narrative:
Analysis confirmed the reported event; no functionality of the stylus. Analysis also found the ECG (electrocardiogram) connector was loose. Both latches of the cable bay, left keyboard hinge, and the latch of the keyboard were broken. It was noted errors were found in the programmer software updates. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a problem with pen calibration and a broken connection. The programmer was returned for service. No patient complications have been reported as a result of this event.